Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went as high as over 600 mg/dl and as low as 60 mg/dl. When her health care provider uploaded the insulin pump, it appeared that she had not changed the insulin pump out in 6 days even though she changes it every three days. The insulin pump alarmed no delivery. The customer had a mild heart attack and some dental work and was on a lot of medications that might have caused her high blood glucose level. The device was not returned.